Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an associated lead extraction, an insulation anomaly on the atrial lead was observed. The lead was explanted and replaced on (B)(6) 2015. The patient was doing well post procedure.